Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoirs always had air bubbles. The air bubbles were large. She had the insulin pump replaced and the reservoirs changed but continued to have the same issue. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.